Event description:
The flows dropped during patient support. A backup console was used with no impact to the patient. During on-site service, a complete inspection was performed and the problem could not be reproduced. The console was placed back on patient with no further problems.